Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. ¿ crease / folding of implant: observed creases on device no additional observations performed on the device.

Event description:
Healthcare professional reported "deflation" and "nothing happened, it just started getting smaller like it has a leak". This record is for left side. Device was explanted and replaced.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.